Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -5.5 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "the patient's postoperative arch height was high and their intraocular pressure and vision were normal. However, during the follow-up process, it was found that the atrial angle was getting narrower, the patient;s iris was protruding, and their pupils were deformed. Therefore, they were treated with lens replacement." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim # (B)(4).